Event description:
Customer reported via phone, the insulin pump had alarmed no delivery after programing the device and going through the prime phase. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed. The customer was advised to disconnect and reconnect the tubing and reservoir. Then manually push insulin through tubing with a plunger, and insulin didn't exit. Customer first changed out the infusion set and anomaly persisted. Then he swopped out the reservoir and left the current infusion set and insulin exited. Manual prime was performed and the device didn't alarm. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.